Event description:
It was reported that the "biopatch disk dressing was changed on day 8 instead of day 7. The pt developed central line sepsis. The nurse denied any issues with the biopatch. No add'l info was available." Add'l info was requested.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.